Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)

Event description:
Nurse reported via phone call that the customer experienced high blood glucose. She went to see the customer to his house and the customer said the act button on the insulin pump was unresponsive. Blood glucose at the time of the incident was 533 mg/dl and during the call it was 465 mg/dl and he experienced nausea. Customer was treated with manual injection. Nurse stated that during her visit, the act button worked and they were able to prime. It might have been that the customer was not pressing the button hard enough. No issues found during troubleshooting. The high pressure test as not done as they did not have a tubing clamp. It was advised to call back when receiving the clamp to complete troubleshooting.